Event description:
Following a transfemoral deployment of a 23mm sapien xt valve, moderate paravalvular leak (pvl) was noted. During post dilatation, the valve moved to a 95/5 aortic/ventricular (a/v) position and pvl remained. A second valve was placed. Initially, the sapien xt valve was positioned and deployed 50/50 in the annulus. However, during deployment the valve moved slightly aortic to a final position of 60/40 a/v. Tee evaluation of the valve revealed moderate pvl. A decision was made to post dilate the valve to attempt to reduce the pvl. A 25mm edwards balloon aortic valvuloplasty (bav) balloon was used to post dilate. During post dilatation, while the balloon was inflated, the balloon and valve moved approximately 3mm aortic. The initial thought was that pacing capture was lost during the balloon inflation causing the valve to move. Post procedural evaluation of the pacing run showed that this was not the case; the blood pressure was approximately 60mmhg with a narrow pulse pressure during inflation. The bav balloon was removed and contrast injection revealed that the valve moved aortic and landed 95:5a/v in the annulus. Moderate pvl was still observed. A second 23mm xt valve was deployed 50:50 in the annulus. Post deployment tee revealed mild pvl. The case was completed without further incident. On the pre procedure tee, a moderately sized septal bulge (hypertrophy) was observed. The annular area via CT was >400mm. It was perceived that the combination of a large annular area and the first valve not anchoring sufficiently, and septal bulge that pushed the balloon aortic, may have contributed to the aortic shift of the valve during post dilation.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case the exact cause of the too aortic placement, and resulting pvl, could not be determined. However, it is possible that valve undersizing in addition to septal hypertrophy contributed to the pvl and movement of the valve during the bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.